Event description:
Gambro continuous renal replacement therapy dialysis machine was running on the patient and without provocation the machine stopped running, turned off, tried to reboot and froze on a solid blue screen. The supervisor was in the room at the time and she flushed the lumens on the dialysis catheter and disconnected the machine from the patient. The machine was immediately removed from the room, tagged with an orange tag and the clinical coordinator was notified and she picked up the machine for sequestering. The patient was re-started on dialysis with another machine and did not appear to have any adverse effects from the incident. The manager was notified.